Event description:
A us distributor returned a monitor and reported the monitor does not pass essential performance testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation the monitor was unable to pass essential performance testing. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. The root cause for the defective u612 component could not be positively identified. No adverse event resulted from the damaged monitor.